Event description:
It was reported that a cartridge change error occurred with the pump. There was no adverse impact to the customer¿s blood glucose level. The customer identified that the cartridge was not fully seated, reinstalled it, and was able to resume insulin delivery.